Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during an unknown diagnostic procedure, the rubber seal ring inside the device fell off into the patient's body through the endoscope's forceps channel. The procedure was completed using a back-up device. There were no further reports of patient harm.

Event description:
Additional information was received from the customer that the device did not fall into the patient's body. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the final investigation. Updated fields: b5 and h6. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. This event could have been caused by a component failure of biopsy valve. The cause of the biopsy valve failure could not be determined. The cause of the damage to the biopsy valve may be that the insertion and removal of the syringe was done at an angle, making it heavier and causing damage. Olympus will continue to monitor field performance for this device.